Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a results of the event. The nellcor puritan bennett customer support engineer (cse) verified the vent inop error code, but could not reproduce the reported event. The cse inspected the device and replaced the psol valve as a precaution. The unit passed extended self testing.